Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the act button was sticky and he also had a motor error alarm, battery issues, and a crack on the pump. Customer was playing softball and suspended the pump. Customer went to resume and received a button error. Customer stated that he was able to complete the rewind sequence. Customer reported that they had a blank display and the pump shows signs of physical damage in the form of a crack on the opposite side of the battery cap. Customer stated that the crack was on the casing. Customer changed battery and messed with the battery cap until the blank display issue was resolved. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to a corroded keypad trace on the act button. After battery installation the insulin pump powered up properly. No unexpected blank display noted. Unable to test for motor error alarm and low battery alert due to unresponsive buttons. The motor was tested outside the device and passed. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at window display corners.